Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged intermittent power issue and moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the review of the black box data showed multiple unexpected power reboots. The pump was unable to power up and was completely unresponsive. The returned battery cap was undamaged and was able to fit. Corrosion was observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and no further moisture ingress was found. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.